Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: g7.mobile os: ios / ios_iphone 12 pro / 2.9.1 / ios 26.1.